Manufacturer narrative:
The vascade mvp will not be returned to haemonetics for evaluation. Since the lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. The relationship between the device and the patient's outcome is unknown. Infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."

Event description:
The user facility reported a patient experienced an infection one month after an unspecified procedure using the vascade. No further information was provided.